Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician on 01/2/2008: a physician reports that a patient, age and gender not specified, initiated therapy with poly-l-lactic acid (sculptra), on an unspecified date, and developed nodules. The patient received 3 treatment sessions of poly-l-lactic acid, the last treatment session being in (B)(6) 2007. Shortly after the last treatment, on an unspecified date, the nodules appeared. The reporter biopsied the nodule, and it was a granuloma. No further medical info reported.

Manufacturer narrative:
Add'l implant date: (B)(6) 2007. Add'l info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.